Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for filter tilt and pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of ivc. The device has not been removed after an attempted but unsuccessful removal procedure. It was further reported the patient had blood clots in the lungs post filter deployment; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of ivc. The device has not been removed after an attempted but unsuccessful removal procedure. It was further reported the patient had blood clots in the lungs post filter deployment; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years one month post filter deployment ascending venogram of right leg and inferior vena cava and completion venogram were performed. The venogram demonstrated significant thrombus burden across the right popliteal vein, femoral vein, common femoral vein, external iliac vein and common iliac vein. There were no device deficiencies identified within the medical records. Therefore the investigation remains inconclusive for alleged filter tilt, unable to retrieve and pulmonary embolism. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.